Manufacturer narrative:
A replacement pump was sent to the customer and requested the pump be returned for evaluation. The customer's pump was received at medela on 1/8/2016. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. On 1/4/2016, the clinical assessment indicated that the customer was prescribed the antibiotic clindamycin and has finished the antibiotics. Her mastitis infection and breast abscess are now resolved. Customer was putting baby to breast in addition to pumping 3 times a day when she developed mastitis/abscess. Based on the customer statement that she is no longer experiencing symptoms using the new pump, and with no report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. Should additional information resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self- limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer called medela customer service on "(B)(6) 2016", and stated her freestyle breast pump had low suction which began a week ago. The customer also stated that she had been diagnosed with a mastitis infection with abscess, and treated with an oral antibiotic prescribed by her doctor. She stated that she had two surgical procedures to relieve abscess and additional needle aspirations. The customer stated that her mastitis infection is resolved.